Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), dysmenorrhoea ("severe menstrual pain"), abdominal pain lower ("cramping"), menorrhagia ("prolonged menses / menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain lower, menorrhagia, abdominal pain, anxiety and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: over the next several years, patient sought treatment on multiple occasions for severe symptoms. The hysterectomy being recommended treat her essure related symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test (unspecified) - result not provided. Most recent follow-up information incorporated above includes: on 12-may-2020: plaintiff information form received. The case was upgraded from non-serious incident to serious incident. Essure removal date was added. Previously reported event" genital bleeding " seriousness criterion was updated to non-serious. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.